Event description:
It was reported that during an angioplasty procedure on the left iliac vein, the balloon allegedly ruptured and was caught on a stent upon removal, which led to the distal tip detaching. A surgical procedure was performed to remove the detached piece. No further devices were needed to complete the procedure. There were no further reported complications.

Manufacturer narrative:
H10: after further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(6). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: one balloon and small portion of the inner lumen were returned for evaluation. A visual inspection was performed and the balloon was noted to be partially inverted. A complete break was noted to the inner guidewire lumen just proximally to the distal tip. The balloon was uninverted and examined. The proximal end of the balloon was detached from the device. A longitudinal rupture was noted to the balloon. The rest of the catheter was not returned. Therefore, the investigation is confirmed for the inner lumen detachment, as the inner lumen was broken and detached from the rest of the device. The investigation is confirmed for the balloon bond joint break, as the proximal end of the balloon was detached from the device. The investigation is confirmed for the balloon rupture, as a longitudinal rupture was noted to the balloon. The investigation is confirmed for the reported retraction issue, as the balloon was returned inverted. The definitive root cause for the lumen detachment, balloon bond break, balloon rupture and retraction issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided so a device history records review will be performed. The device has been returned for evaluation. The investigation is currently underway. (03/2022).

Event description:
It was reported that during an angioplasty procedure on the left iliac vein, the balloon allegedly caught on a stent upon removal, which led to the distal tip detaching. A surgical procedure was performed to remove the detached piece. No further devices were needed to complete the procedure. There were no further reported complications.